Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No cosmetic damage was noted. (B)(4).

Event description:
The patient's mother reported via phone call of a motor error alarm from the insulin pump. The customer's mother stated that when she first turned on the pump about 5 days ago, it gave a motor error. The mother stated that she was able to rewind the pump the first time, however not the second time. . The customer was advised to return the pump with the battery and to zero out the basal rates. The customer was advised to discontinue use of the device and to revert to a backup plan.